Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient data was not crossing over from meditech to all stations and vice versa. The customer also mentioned that patients were not showing up on the server, and there were no error messages or icons on the stations. However, there were no delays, adverse events or injuries reported based on this event.